Event description:
The customer reported that their central nursing station (cns) devices in the war room was getting communication loss and signal loss intermittently for the transmitters. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on 01/10/2021, the customer reported that five cns devices in the war room were getting comm loss and signal loss intermittently for zm transmitters. The overall risk score is high. The reported device was not returned for evaluation. Nk tech support found that all affected cns devices were connected to one switch. Rebooting the switch did not resolve the issue. Nk ts recommended replacing the switch as it might has gone bad. Subsequent follow up attempts with the customer went unanswered. Service requested / performed: exchange / evaluation. Investigation summary: the root cause cannot be determined. As this issue was affecting multiple units connected to the same switch, this suggests that the issue is not due to a malfunction of the reported cns's. Though the overall risk score is high, a CAPA will not be initiated for this issue as the product was not returned and the customer did not respond to follow up attempts. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns devicess: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes.

Manufacturer narrative:
The customer reported that their central nursing station(cns) in the war room was getting communication loss and signal loss intermittently for the transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station(cns) in the war room was getting communication loss and signal loss intermittently for the transmitters. No patient harm was reported.